Event description:
A patient underwent uneventful explantation of the hydrus microstent on (B)(6) 2022. The microstent was located in the ciliary body and associated with elevated intraocular pressure. The surgeon noted that he "had to dissect off some strands of tissue from the inlet but once that was freed up it came out relatively atraumatically." The patient originally had bilateral hydrus microstents implanted by a prior surgeon. The implant in the other eye was also located in the ciliary body, however, the intraocular pressure was normal and there were no sequelae necessitating intervention.

Manufacturer narrative:
The customer reports the explanted hydrus microstent is not available for evaluation. The device lot number is unknown; therefore, a review of the device history records was unable to be performed. Additional information is being requested; a supplemental report will be filed if new information is received. Elevated iop, microstent malposition and explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).